Manufacturer narrative:
Device code: filter fracture is labeled in the IFU. The event is currently under investigation.

Manufacturer narrative:
UDI # not available for lot #. (B)(4). Event evaluation: a review of complaint history, device history record, instructions for use (IFU), manufacturing instructions, and quality control was conducted during the investigation. No imaging has been provided and based on very limited information provided it is impossible to comment on the tulip filter, which possibly had fractured approx. 8 years after implant. However, fracture of the wire is an uncommon, but known risk in relation to filter implant. Fracture of filter legs is due to unidirectional bending fatigue. The type of fatigue is a high cycle fatigue where cyclic low stresses with low stress concentrations were applied to the filter leg. The bending moment of the filter leg may be introduced by different scenarios that in some instances will change the filter¿s original configuration. By perforation of the ivc wall, by caught in a body structure (e.g. Renal vein). Based on information provided there is no evidence to suggest that this device was not manufactured according to specifications and nothing indicates that the filter did not perform as intended, e.g. Intended for the prevention of recurrent pulmonary embolism (pe) via placement in the vena cava. The IFU states that excessive force should not be used during filter placement. Potential adverse events are listed within the IFU to advise end users of events that may occur as a result of using this device. Based on the limited information provided, the root cause is undetermined for this event. We will continue to monitor for similar complaints. The appropriate internal personnel have been notified.

Event description:
During a consultation with the gastroenterologist, a CT scan revealed a possible leg fracture of the vana cava filter. Patient outcome was not provided at the time of this report.

Event description:
During a consultation with the gastroenterologist, a CT scan revealed a possible leg fracture of the vena cava filter. Pt outcome was not provided at the time of this report.